Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a power source alert and a shutdown. There was no adverse impact to the customer's blood glucose level. The issue resolved itself before contact with technical support, and corrective actions included resetting certain pump settings and monitoring the issue. The customer was advised to charge the pump continuously for 30 minutes if the issue recurred and to contact support for further assistance.